Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak was found in the battery compartment. The battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the bumper. No evidence of physical damage was found to the battery compartment threads. The battery cap was returned with no evidence of physical damage. The battery cap fit to the returned pump and to a test pump. The pump was unable to power on. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was found to be cracked and the battery cap was gritty. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.